Event description:
It was reported that during a tonsillectomy procedure using the coblator ii controller with an unknown arthrowand, the coagulation function seemed to cause the patient to bleed more, rather than stop the bleeding. The surgeon was able to successfully complete the procedure by decreasing the coagulation power setting on the device. There was no significant delays or patient complications reported as a result of this event.